Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation was unable to determine a conclusive cause for the reported separation; however, the reported unexpected medical intervention appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The trek device referenced in b5 is filed under a separate medwatch report number. Na.

Event description:
It was reported that the procedure was to treat a mid right coronary artery. For post-dilatation, a trek balloon was inserted and advanced to the lesion. Unspecified number of inflations were performed. During removal, some resistance with an unspecified source was met and the shaft separated, remaining in the anatomy. Another nc trek balloon was advanced in an attempt to retrieve the separated shaft of the first balloon. However, during attempted removal, the nc trek shaft also separated, although no resistance was met. A 3rd unspecified balloon was used and advanced past the two separated portions, inflated and pulled the separated shafts out of the patient anatomy. Nothing remains in the patient. The procedure concluded at this point. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.